Event description:
Patient reported obtaining a blood glucose result of "hi," while using the suspect device. Patient indicated that blood glucose was immediately retested on a hospital blood glucose monitor with a result of 63 mg/dl. No patient injury was reported and no treatment was received. While on the line with technical support, quality control testing was performed on the suspect device and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.